Event description:
Boston scientific received information that the right ventricular lead associated with this device has displayed gradually increasing shock impedance levels and increasing pacing thresholds over the past year and a half. Non-invasive programmed stimulation was performed to assess the lead when the issue was first noted, with normal shock impedance levels upon conversion. No additional issues were noted and the lead was monitored for over a year and half at under 120 ohms. However, recently a red alert was received indicating that shock impedance levels had now risen above 125 ohms. No additional action or intervention has been reported at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The device will not be returned for analysis per the field representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the high shock impedance levels continued for over a year on the right ventricular lead associated with this device. Additionally, noise and oversensing were noted as well. Recently, a procedure was performed to surgically abandon the right ventricular lead and explant this pulse generator due to the ongoing issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The recorded daily impedance readings indicate the shock lead has had high impedance readings for the last year. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately during laboratory testing, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.